Event description:
Upon receipt of the device, the user reported that upon removal of the rear cover of the base and dead plate for the oxygen blender, the small allen screws were over torqued and were not able to be removed by hand. The user reported a pry bar had to be used along with the allen key in order to remove the small screws. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.